Event description:
It was reported that the tip was torn. The target lesion area was located in the liver. An accustick ii was selected for use. During preparation, it was noted that the tip was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned with its original pouch batch 23871328, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. Visual inspection performed. One accustick device was returned for analysis (dilator, sheath and molded stiffener). Residues observed on the dilator and sheath indicate use and handling of the device. No visual issues were observed with the dilator and molded stiffener. The tip of the sheath was not torn, however it was damaged (bent outwards).

Event description:
It was reported that the tip was torn. The target lesion area was located in the liver. An accustick ii was selected for use. During preparation, it was noted that the tip was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.